Event description:
Hill-rom received a report from the account stating the brakes were not holding. "The bed was located in the basement down bed area at the account." There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake pads were not making good contact with the wheel. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on the this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.